Event description:
From a spontaneous email from patient's nurse, they keep getting an error message on the pump. Patient was switched to the working pump so no doses were missed. No patient or clinical injury was caused. The error message only seems to stop when the batteries are removed and replaced. Serial # not provided. Replacement pump sent to patient . No further information available. Dates of use : from (B)(6) 2018 to current, diagnosis or reason for use: other secondary pulmonary hypertension.